Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the electrode cable is broken. It was reported that no patient was harmed and there was no adverse patient impact.